Event description:
It was reported that patient experienced shocking/jolting sensation at lead-extension connection location post left side extension replacement. The shocking occurred even with the left side device off. There was no change with palpation of head manipulation. It was noted that when the right side device was turned off, the shocking went away. No further outcome was reported.